Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. During the changeout procedure, there was insulation damage observed to the proximal portion of the right atrial (ra) lead. It is likely the programmed atrial high outputs could have contributed to the battery depletion. The ipg was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.